Event description:
The customer stated that the unit did not alarm and emergin did not send pages when a patient went into asystole.

Manufacturer narrative:
Since the patient died while being monitored, and no treatment was provided for this patient when emergent care was warranted, philips will consider that monitoring was a factor in the death. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be sent once the investigation is completed.